Event description:
It was reported that revision surgery was performed.

Event description:
It was reported that revision surgery was performed due to a rash and possible allergic reaction. The devices were implanted in 2010.